Manufacturer narrative:
Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that approximately two weeks ago, they saw por message on their program mer. Patient services redirected patient to their healthcare provider to clear por and reviewed possible eos. Patient said they have notified their managing hcp and the hcp knows of their therapy issues.